Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. The patient stated that they were obtaining low readings. They stated that they drank orange juice based on the results. The patient visited their physician due to the low readings; treatment was reported as "none". No blood glucose results were provided. They reported that the meter was previously set to the correct unit of measurement; however, they did not recently change any of the settings. Due to a spontaneous / unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" uint of measurement. The meter issue was resolved with troubleshooting.